Event description:
The implantable cardioverter defibrillator (ICD) system exhibited elevated right ventricular (rv) pacing lead impedance measurements greater than 3000 ohms, along with increased pacing thresholds measuring approximately 5 v. Technical services was consulted and for device management. At this time, the lead remains in service. No adverse patient effects were reported.

Event description:
The implantable cardioverter defibrillator (ICD) system exhibited elevated right ventricular (rv) pacing lead impedance measurements greater than 3000 ohms, along with increased pacing thresholds measuring approximately 5 v. Technical services was consulted and for device management. At this time, the lead remains in service. No adverse patient effects were reported.